Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. To resolve the issue, the database was restored from a recovery file on the system. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the imaging system could not complete the start up process. It was reported that an error message appeared stating that an error had occurred that may have damaged the system's database. There was no patient present when this issue was identified. No additional information was provided.